Event description:
During power on self test the ventilator prompted user to perform extended self test. During the extended self test the ventilator failed "internal storage error" test and displayed stated error. Unit removed from service and sent to biomedical engineering for service. Biomedical noted 2 previous failure events on separate vents which displayed this same internal error message and required on-site manufacturer service. These all were new machines less than 1 year old. Machine hours: 2000hrs. Manufacturer response for ventilator, intensive care, puritan bennett 980 (per site reporter): awaiting follow up from manufacturer.